Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) analyzed device episode data and found that anti-tachycardia pacing (atp) was delivered initially for the af that was in the ventricular tachycardia (vt) zone. A few intervals later, the rhythm was detected in the ventricular fibrillation (vf) zone and unstable so a total of six inappropriate shocks were delivered. The af was eventually converted to a stable rhythm with high rate by the shocks. No additional adverse patient effects were reported. Currently, this crt-d remains in service.